Event description:
The facility reports the unit had been sitting out of service for a long period of time. The temperature of the water has been between 25-60 degree celsius, inducing a possible legionella infection in the bathing system. No personnel injuries or infection have been noted.